Manufacturer narrative:
(B)(4). Batch #: u9427f. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was received with the tissue pad detached and not returned. In addition the device was received with the hand activation contacts damaged. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on a gen11 generator. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The specific cause for the damaged hand activation contacts could not be determined. An additional investigation has been opened to determine the root cause of this type of damage for ace+7 devices. One potential cause may include inadvertent damage to the hand activation contacts during assembly. To avoid damaging the contacts it is recommended to assemble the device in a vertical fashion. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white tissue pad loosened and slid. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.